Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during an attempted transmission from their implantable pulse generator (ipg), the remote monitor was not able to establish telemetry as there were no green lights on the telemetry portion of the monitor. Follow-up was attempted; however, no additional information could be obtained. The monitor and device remain in use. No patient complications have been reported as a result of this event.